Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump got wet on (B)(6) 2015 and the next day, the buttons stopped responding and the display went blank. Mother also reported that the insulin pump alarmed button error; she stated that the customer might have been pressing against it. Blood glucose value was 150 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error alarm and had intermittent escape button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during our visual inspection. The insulin pump powered up properly and no blank display noted. The insulin pump had normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.